Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the lead would not go into the ins at first so the set screw was unscrewed some. However, it was it still did not go into the ins. After this was attempted a few times, the lead eventually went in, but then the set screw would not properly screw down and secure the lead despite hearing the ¿clicking sound¿. It was noted that the ins was never implanted. A new ins battery was then used which resolved the issue. It was reported that the event was just a device issue with no complications noted and the issue resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the returned implantable neurostimulator (ins) model 3058 serial # (B)(4) showed the setscrew was backed out beyond the point of being able to engage with the connector block (backed out too far). It was noted that the returned product was subjected to a series of standard tests that included, but were not limited to, visual inspection, output, telemetry, and functional testing. A known good lead was inserted and withdrawn 3 times into the connector port (insertion specification = 3.0 lbs, withdrawal specification = 2.0 lbs). The results of the insertion were reported as 0.41, 0.24, and 0.30 lbs. Results of the withdrawal tests were 0.33, 0.22, and 0.21 lbs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.